Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd integra needle pulled out of the hub. The following information was provided by the initial reporter: it was reported by customer that when injecting, the needle came loose and entered my abdomen. Verbatim: I used a bd integra syringe, 3ml 25gx1. When injecting, the needle came loose and entered my abdomen. I went to my hospital, and they said it was too deep to get out easily. So, I will need to schedule a surgery. Before I contacted a lawyer, I wanted customer response on december 05, 2024 thank you.  Traveling this week, but can get you the info when I return.  The exact date was 11/29/2024.  Attached are the two co-pays I made for my insurance.  The first is for the emergency room.  They did an ultrasound to determine the location of the needle.  The second was later that day when I met with the surgeon.  He said I was ok to travel, and could make a decision on removal after the holidays.  Thanks for your quick response.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported, when injecting, the needle came loose and entered the abdomen. To aid in the investigation, one sample and four photos of a 3ml integra syringe, lot 1354204, were received for evaluation by our quality team. The sample returned was received loose and found to have the needle inside the plunger rod as designed. Three photos provided show a loose syringe with a depressed plunger and missing cannula from different angles. No defects are observed. The condition shown is acceptable per product specification. Please note, this product has a retractable needle design. The metal cannula retracts into the inner plunger rod for safety. A device history record review was completed for provided material number 305270, lot 1354204. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Further action has not been determined necessary at this time. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis, the reported defect was not identified.

Event description:
No additional information received.